Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the track wise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Tech called in for help on 8100 unit serial # (B)(4). Failure device type: failure problem type: failure mode: case resolution: tech called in for help on 8100 unit get error code 242.4130 error which is motor stall on unit first to replace is the ail sensor on unit once replace and still get same error next to replace is the motor controller board & next main board next, tech said he will replace the ail sensor if error comes back he will send unit in for repair, confirm level one repair quote and what cover for level one. Tech thank me for my assist. Ref:_00d30y0yr._5000l1s8fgg:ref